Event description:
Attempted to use the snare without cautery and it would not cut through the polyp stalk. Snare felt ¿springy or floppy.¿ second snare used worked without difficulty. FDA safety report ID # (B)(4).